Manufacturer narrative:
(B)(4). The pt provided her e-mail address. Merz aesthetics, inc. Sent e-mail on (B)(4) 2013, to the pt requesting add'l info. To date, no further info was rec'd.

Event description:
Merz aesthetics, inc. Received a report from the (B)(6), which was rec'd through (B)(4)medwatch program. A pt reported that radiesse filler administered by md. The pt developed red raised rash on one cheek, extreme swelling. Three days post injection requiring taper pack of steroids and antibiotics.